Event description:
It was reported that during a low anterior resection procedure, half of the staples did not form properly, they remained opened. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.